Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 50 mg/dl. Troubleshooting was performed. The customer changed the infusion set two days prior to the event and primes correctly. The customer was unable to verify if the insulin pump was programmed correctly as her health care provider programs her settings. No unusual alarms noted in the history. The insulin pump passed the displacement test. The customer stated that the only difference is that she has started walking. Because of the low blood glucose levels, and the customer not knowing what her settings should be, advised her to stop using the insulin pump until she can verify her settings with her health care provider. Advised that the insulin pump would also be replaced to be safe. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.